Manufacturer narrative:
Analysis of the desktop charger , sn (B)(4) found the cable assembly connector pins were broken and the connector shell was gone. Section d information references the main component of the system and other applicable components are: product ID: 37761 serial# (B)(4): product type: recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4), if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual. It was reported that the connector pin was broken on the desktop charger. They did not know if they had any charge left in the recharger to charge the ins. The patient charges every 2-3 days and told the caller that they probably have 12 hours left on the ins. Caller noted that the patient is barely functional when ins is off. A replacement was sent to the patient. The patient called back and stated they were in pretty bad shape as their recharger is completely dead now as of yesterday. The patient's ins is completely dead. No further complications were reported or anticipated with this event.